Manufacturer narrative:
(B)(4). Further details about the case and product have been requested, however no response has been received as of yet. Should new information become available a supplemental will be submitted to provide the new details of the file.

Event description:
According to the reporter: an abominal suture broke directly after an abdominal closure requiring resturing of the patient post operatively. The patient is currently healthy. D not have otherwise been needed or scheduled?